Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely elevated concentrated carbon dioxide (co2_c) result was obtained on a patient sample on an atellica ch 930 analyzer. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse found that the triple probe for reaction washer 3 was broken at the bend for the water probe. The cse replaced the triple probe, performed alignment on the angular path of the dilution arm and level sense reliability testing which passes, performed full auto check which passes. Further the cse performed automated empty and fill of bath. The customer ran calibration and quality control (qc) which recovered acceptably. Siemens further evaluated the event and determined that the wash station droplets and the broken wash probe potentially contributed to the falsely elevated co2_c result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a falsely elevated concentrated carbon dioxide (co2_c) result was obtained on a patient sample on an atellica ch 930 analyzer. The initial result was reported to the physician(s), who questioned the result. The sample was repeated on an alternate atellica ch 930 analyzer. The repeat result recovered lower than the initial result and was considered correct. The repeat result was reported as a correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2_c result.